Manufacturer narrative:
During a review of the vigilance system and advisory notice procedure a gap was noted in relation to the regulatory reporting of "same/similar" products. Reporting positions and procedures were updated to comply with regulatory requirements. For "same/similar" products a retrospective review of complaints for a 2 year period (shelf life of the products) was performed. Reportable cases were identified, this MDR is a retrospective filing that was identified during this review. Investigation results: a review of batch history record indicated that no relevant non-conformances and deviations were observed and the quality control (qc) release data met qc specification. The investigation showed the customer's observation was not replicated with retained product testing which indicated the product performed as expected. It is unable to determine the root cause from the insufficient information provided. In conclusion, from the investigation no product deficiency was identified. This complaint will be tracked and trended.

Event description:
It was reported that a false negative result was obtained for alere¿ hcg cassette (25 miu/ ml) lot # hcg9050131. Patient was admitted on (B)(6) 2019 with lower abdominal pain. On admission documentation states that urine hcg= negative. Patient commenced on trimethoprim and multiple medications for analgesia including diclofenac. They remained inpatient to await an ultrasound scan. Ultrasound scan was performed on (B)(6) 2019 which revealed viable intrauterine pregnancy 7+/40. Incident reported and alternative device ordered and trialed. Although requested, no further information has been provided.